Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 1.4 mmol/l with confusion. It was reported the patient was treated by emergency medical services with food and drink. The reporter noted the patient resumed pump therapy with the same pump, and the pump's settings were recently changed by a health care professional. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. A health care provider insisted on a pump malfunction although none was revealed during troubleshooting. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2016- additional information: the reporter contacted animas alleging the patient experienced a non-serious injury of a blood glucose value of 25 mmol/l with extreme thirst as a result of the treatment of the previously reported serious injury. This reported non-serious injury occurred as a result of diabetes management; there was no allegation or indication of a device malfunction or device use error.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 08/29/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery and the last bolus delivery were on (B)(6) 2016. The pump history shows the pump was manually suspended on (B)(6) 2016 at 13:47 and manually resumed at 14:23. A replace cartridge alarm occurred on (B)(6) 2016 at 12:11. A no cartridge detected warning was recorded at 12:21; deliveries resumed at 13:05. No abnormal pump behavior was observed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).